Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). No further information was provided.

Event description:
New information received indicates that the patient presented in the clinic for follow up. Programming changes were made to address post-sensed t-wave oversensing (pstwos). The patient is in stable condition.